Event description:
The pt experienced an intermittent shocking/jolting sensation and a loss of therapeutic effect following a fall. She had to use a catheter to void. It was noted that she had 3 "bad" falls since the device implant and that the device was moved from her right side to the left because she kept falling on her right. She had not showed up to her follow up appointment due to cost concerns and has not been seen by her physician since the implant. The pt was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).